Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 did not work. A new device was obtained and worked. There was no patient harm. Complaint was created due to an FDA medwatch report (mw5154727) received on 05/jun/2024.

Manufacturer narrative:
Tw ID#(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. Complaint was created due to an FDA medwatch report (mw5154727) received on 05/jun/2024. Device not returned.

Manufacturer narrative:
Trackwise ID#:(B)(4). The lot # 3000378288 history record review was completed. There was an ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported event.